Event description:
The advocate called for help with the customer's breeze2 meter. He performed control tests and received a result of 25 mg/dl. The normal control range was 95-130 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.